Manufacturer narrative:
H.6. Investigation: two photos were returned from lot. No. 9079920, cat. No. 320179. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed. As the sample in the returned photo was open it is not possible to confirm this defect to be manufacturing related. The provided lot# did not match the catalog# so a DHR can't be performed.

Event description:
It was reported that bd ultra fine¿ pen needles were defective and unable to deliver insulin. This occurred on 2 occasions during use. The following information was provided by the initial reporter: defective insulin pen needles. I'm using bd needles for almost a decade. Before a year I faced a issue that insulin is not coming out of the needle, that time my humalog pen units button didn't move, so easily I could identify the defective needle. But today morning my units button moved but it was very hard to push the button. So I checked by pressing 2 units but it did not come out, I was dumbstruck because I need insulin for my survival, my usual dose is 12 units, so I took the risk by injecting another 9 units into my body using new needle, it could be fatal. If I don't take insulin I will run out of it in my body. If the defective needle passed some insulin in first time, I could end up in severe hypoglycemia.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: the customer provided lot # 9079920. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles were defective and unable to deliver insulin. This occurred on 2 occasions during use. The following information was provided by the initial reporter: defective insulin pen needles. I'm using bd needles for almost a decade. Before a year I faced a issue that insulin is not coming out of the needle, that time my humalog pen units button didn't move, so easily I could identify the defective needle. But today morning my units button moved but it was very hard to push the button. So I checked by pressing 2 units but it did not come out, I was dumbstruck because I need insulin for my survival, my usual dose is 12 units, so I took the risk by injecting another 9 units into my body using new needle, it could be fatal. If I don't take insulin I will run out of it in my body. If the defective needle passed some insulin in first time, I could end up in severe hypoglycemia.